Event description:
A 2.50 x 12mm endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a diagonal branch. A second endeavor resolute rx drug-eluting stent was implanted in the main branch. The angiographic view of the bifurcation, immediately after implantation, was reported to be good. The physicians initial intention was to treat a calcified lad lesion using provisional stenting and to implant one stent in the main branch. Prior to stent implant, pre-dilatation with a 2.5mm voyager balloon (<15 atm) was carried out. Following pre-dilatation a dissection in the main vessel was noted. The dissection was reported to have affected the ostium of the diagonal branch also. A problem with the stent was noted when the physician tried to perform kissing balloon technique with a 2.75mm nimbus pico in the diagonal branch. The physician reported that no struts were lifted and that stent crowns remained connected, but extended. The physician reported that the position of the balloon during the dilatation was not optimal. The physician felt that this is what caused the elongation of the stent crowns. A sprinter balloon was used to complete the kissing balloon technique. The physician concluded that the problem was caused by the non flexible nimbus balloon. The physician felt that the deformed part of the stent can not cause any damage to the pt. Ivus control showed that the stent was well deployed. Procedural images were received for review. The sequence of events as described in the event description were confirmed on the cine images. Following review of the images of the diagonal, post initial stent deployment, there are no irregularities and the stent deployments appear to have been successful. Although the images appear to show a lower density of stent in the proximal region this is most likely due to the partition of previously adjacent welds and not due to breakage of any of the stent welds or fusion points on the stent.

Manufacturer narrative:
(B) (4) - secondary intervention, sprinter balloon used to complete the kissing procedure. Stent damaged post deployment. Cd images. Nimbus balloon. Angiographic view of the bifurcation, immediately after implantation, was reported to be good.